Manufacturer narrative:
(B)(4). Batch #: unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the lot or batch number of the device available? Can you please confirm that a cdh29a device was used for the esophageal procedure? What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback that the washer had been completely cut and the firing sequence had been completed? Were the donuts inspected? If so, please describe. Was a complete transection of the cutting washer visually confirmed? How was the integrity of the anastomosis checked? Can a detailed timeline of events, operative notes, or an autopsy report be provided? How many days postoperative did the leak occur? Was the patient discharged from the hospital? How was leak identified? Was there a reoperation performed? If so, what was found during the reoperation? How many days postoperative did the patient death occur? Were there any issues noted with staple formation at any point throughout the care of the patient? Has a cause of death been determined? Does the surgeon believe the ethicon device caused or contributed to the patient death? If so, why? Would the surgeon be interested in speaking with ethicon medical and engineering personnel?

Event description:
It was reported that following an esophagus resection procedure, the patient had an anastomotic leak. The patient died on (B)(6) 2019.